Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device froze; during analysis, the programmer froze during power-up and would not boot-up completely. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze during a patient check after being changed to a device of a different model, and could not be resolved with a re-start. A different programmer was used. The programmer has been returned for repair and a requested test and calibration procedure. No patient complications have been reported as a result of this event.